Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that loss of capture was observed due to a ventricular remodeling surgical procedure. The lead was capped and replaced. Patient condition was fine.